Event description:
Spontaneous call from patient complains of leakage with faster flow - will change tubing from freedom 420 to freedom 275. Patient has no other concerns. Unknown if patient had adverse event. Unknown if patient still has tubing on hand. Indication: selective deficiency of immunoglobulin g [igg] sub classes. Reported to (B)(6) by pt/caregiver.